Event description:
Plaintiff alleges developing type one latex allergy from her repeated exposure to latex gloves, she alleges developing serious, severe and permanent bodily injuries including sneezing, itching, blisters around mouth, rash on face, nasal irritation, hives, watering of eyes, shortness of breath, respiratory problems, extreme discomfort, fatigue depression and emotional distress.